Event description:
Medtronic received information that prior to use of a custom tubing pack, the customer reported that when they opened the device, the customer observed that the exhaust pipe was bent abnormally. The customer observed a leak from the custom tubing pack from both ends of the connection to the tmc38s. The device was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: visual inspection of the two tmc38 devices that are installed in the circuit, showed that the ends were loose on one of the devices. The devices appeared to have been primed. Pressure integrity testing was performed on both devices at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from one device and the other was leaking from both ends. The reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.